Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) performed additional troubleshooting and determined that the controller board previously replaced was faulty. The controller board was replaced again, and the unit was tested and confirmed to be operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not allowing recovery and displayed a requires technical message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.